Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was unable to complete essential performance testing. The cause for the failure was isolated to a esd3 and an open r781 on the computer/analog pca. Additionally, the abnormal shutdowns were caused by a defective u500 component. The root cause for the defective components could not be positively identified. No adverse events occurred from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connection faults) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the damaged diode array could not be positively identified. No adverse events occurred from the defective belt. Manufacture dates: monitor sn (B)(4) - 4/13/2020. Electrode belt sn (B)(4) - 12/13/2012.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns and belt connection issues.